Event description:
Patient reports that her lead that was explanted partially a couple of years ago and the electrodes are now protruding and is red/swollen. The patient is using a topical bactrim antibiotic that was previously prescribed to her. The patient had explant surgery of the remaining left lead/electrode. Patient's previous infection was reported in MFR report #1644487-2019-01421.

Manufacturer narrative:
Device evaluated by MFR? Device return is not required as analysis will not add value to the investigation.